Event description:
Reporter alleged when going to a regular doctor appointment, their meter read 107 mg/dl while customer's meter read 357 mg/dl performed at the same time. It was reported customer had no symptoms of high blood glucose at the time. No treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.